Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery for rotator cuff tear. Patient ID : (B)(6)".